Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the inside of both attachments has bent exactly the same way, so the corresponding cutting tools cannot go through. After bending the plate implant does not fit cutting tool slog anymore. The plate broke postoperatively and required revision surgery. This report is for an unknown titanium sternal fixation system (tsfs) plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an titanium sternal fixation system (tsfs) plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): it was reported that this complaint was a duplicate to (B)(4). Information and medwatches already reported under that complaint MFR number 3003506883-2014-10169.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.